Event description:
The customer's parent reported via telephone call that the customer accidentally delivered 20 units of insulin. The blood glucose reading was 190 mg/dl. The customer had unscrewed the reservoir and pushed it back with a finger. The customer was given 60 grams of carbs. The blood glucose was checked again and was 50 mg/dl. The customer was given another 100 grams of carbs and the blood glucose reading after was 56 mg/dl. The customer's parent reported that they called the paramedics. The blood glucose was brought back up to 300 mg/dl and the customer reverted to a backup plan. The customer's parent was advised that the reservoir should never be removed from the insulin pump while the customer is connected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.